Event description:
Procedure: lap chole. According to the reporter: by preparation for surgery, it was found that the cover on the clear shaft part had come off. The device was not used on the patient after the incident. The staff used another device to complete the case.

Manufacturer narrative:
(B)(4).